Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was prompting an error 1 message. Per the onetouch ping user guide the error 1 message prompts when there is a problem with the meter remote. The patient stated that the alleged issue began on (B)(6) 2012 at 7:30 p.m. The patient reportedly manages her diabetes with insulin pump therapy. The patient told the cca that at the time the alleged issue began she had consumed less food and/or drink than in her typical diabetes management. The patient claimed that she developed symptoms of "sleepy and foggy vision" within minutes of the alleged issue starting. However, the patient denied receiving treatment as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported for the following conclusion(s): the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the alleged error 1 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.